Manufacturer narrative:
H11. Correction in d4 and h4: lot number, expiration date and device manufacture date updated.

Manufacturer narrative:
H10: h3,h6: the reported curved ultra fast-fix assembly, used in treatment, was returned for evaluation. Visual assessment showed no suture or ts remain on the delivery needle or were returned for examination. The depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. The device was not returned in the condition of the reported complaint of t2 non-deployment. An exact root cause cannot be determined with confidence. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscus repair surgery t2 cannot be deployed after the t1 was deployed, t1 was removed from the patient's anatomy. No patient injuries or significant delay reported. A back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.